Manufacturer narrative:
As reported, it looks like there is some sort of ointment at the tip inside the sterile package of a 7f 35cm brite tip sheath introducer. The condition was noted after the product had been received, and stored in the lab, prior to using. There was no reported patient injury. There was no packaging damage noted, no damage to the shipping box, to the outer product box or the inner product pouch. The sterile pouch was not received open/compromised and it was not damaged. The product was not purposely opened in anticipation of use and had not been reshelved. The product was not returned for analysis. Without the return of the device or images for analysis, the reported customer event ¿catheter sheath introducer (csi)-foreign material¿ could not be confirmed. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. Do not use if package is open or damaged.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, it looks like there is some sort of ointment at the tip inside the sterile package of a 7f 35cm brite tip sheath introducer. The condition was noted after the product had been received, and stored in the lab, prior to using. There was no reported patient injury. There was no packaging damage noted, no damage to the shipping box, to the outer product box or the inner product pouch. The sterile pouch was not received open/compromised and it was not damaged. The product was not purposely opened in anticipation of use, and had not been reshelved. The device is expected to be retuned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.